Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. Prior to testing, the device was returned to the biomedical department for an unspecified reason. No tracking info was provided therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.